Event description:
The customer reported a leak from a solex 7 catheter (lot # unknown). No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.